Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. The subject product was returned. The mandrel spring was observed loose inside the device. The clevis pin that connects the mandrel to the clevis yoke was missing and not found within the device. Based on the product evaluation, the most likely cause of the missing component, is the result of the pin not being inserted or not being fully inserted into position during he manufacturing process. No patient injury or adverse outcome has been reported related to this event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the stapling with the sorbafix fixation device, all the fasteners were removed from the clamp. No patient injury reported. During the evaluation of the returned samples, it was noted that an internal component of the device was missing. The location of the component is unknown.